Event description:
It was reported that patient lead migrated. It was also noted that patient feels soreness or suture was sticking out at the midline incision. The patient underwent a spinal cord stimulator (scs) system revision procedure. The explanted device components were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7075609. UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 524022. (B)(4).